Manufacturer narrative:
Correspondence: (B)(6). Age at event: mean age. Gender: majority gender. Date of event: date the article was accepted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Seventy (70) patients with a mean average age of 54 were treated with the closurefast catheter from 2007 to 2009, for incompetent saphenous veins. It is reported that 4 patients suffered pain after surgery, at the 12 month post op check it was revealed that the veins had re-opened with no reflux observed. One (1) patient developed a non-fatal pulmonary embolism 2 weeks post procedure, this patient was later diagnosed with thrombophilia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.